Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced an unknown product performance issue the same day it was implanted. The pocket was reopened to have the rv lead repositioned and helix issues were noted. The pocket was revised, the (rv) lead was repositioned and remains in service. No additional adverse patient effects were reported.